Event description:
The manufacturer received information alleging a machine is not working properly. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a machine is not working properly. There was no harm or injury reported. During the evaluation of the device at the factory authorized service center, the device's oxygen blending module sub assembly was replaced to address the issue.